Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer observed the battery rapidly depleting. The customer placed the pump into storage mode. After turning the pump back on, the pump reset unexpectedly. There was no patient involvement as the pump was being used for demonstration purposes.